Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent was received for analysis; the delivery system was not returned. The stent was received fully deployed and expanded. Visual inspection was performed, and no problems were noted with the stent. Product analysis did not confirm the reported event of stent partially deployed because the stent was received fully deployed and expanded. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent's second flange was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent's second flange was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.